Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient using a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient started initial drain in error while attempting to re-prime the patient line because air was in the line. The patient subsequently experienced shoulder and neck pain. The technical service representative (tsr) explained the alarm and had the patient clear the alarm by cycling the power off/on. The tsr assisted with removing the cassette and provided instructions on how to check the entire patient line for air prior to connecting. Treatment for the shoulder and neck pain and the patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.